Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Cyst-breast: unable to observe since it is not related to the device. Lump/nodule-breast: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reporting capsular contracture, baker grade IV. Explant surgery report shows "severe encapsulation grade IV. Intervened performing total capsulectomy, prosthesis that are intact, cyst and also a nodule removed and sent for pathology study". Pathology results show "left breast, ccii (tumorectomy): intracanalicular fibroadenoma". The event of lump/nodule and cyst is deemed not device related. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued e1 - phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog through the photos provided. Cyst : unable to observe as it is a medical event that is not related to the device. Lump/ nodule : unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reporting capsular contracture, baker grade IV. Explant surgery report shows "severe encapsulation grade IV. Intervened performing total capsulectomy, prosthesis that are intact, cyst and also a nodule removed and sent for pathology study". Pathology results show "left breast, ccii (tumorectomy): intracanalicular fibroadenoma". The event of lump/nodule and cyst is deemed not device related. Device has been explanted and replaced with non-allergan device.